Event description:
It was reported that upon interrogation of the device, the longevity estimation showed 3.7 months to eri. The patient was seen in (B)(6) 2014 and estimated battery longevity of 22 months to eri. It was suspected that the previous battery estimation was artificially high. No symptoms were reported and the patient will continue to be monitored.

Manufacturer narrative:
.

Event description:
New information revealed indicates that the device was explanted and replaced. No further information is available.

Manufacturer narrative:
Evaluation description: the reported field event of diagnostic anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.